Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, the customer reported that multiple cartridges did not fit properly pump. Customer's blood glucose was approximately 300 mg/dl. Reportedly, the customer removed 2 o-rings from the pneumonic tap to successfully load the cartridge and resume insulin delivery.